Manufacturer narrative:
H.3. A follow up MDR will be submitted if additional information, a device evaluation, or a device history review is completed. E1. Address information was not provided, therefore, xx was used as a place holder.

Event description:
It was reported that bd insyte autoguard difficulty connecting to hub. The following information was provided by the initial reporter: trouble screwing tubing into the hub.

Manufacturer narrative:
Additional information from customer added in b tab. A device history record review was completed by our quality engineer team for provided material number 381434 and lot number 4066998. The review did not reveal any detected abnormalities during the production process that could have contributed to this defect and all quality tests were found to be within specification. As a sample was unavailable for return, a thorough sample investigation could not be completed. Based on the investigation results, an exact cause for this incident could not be identified. Should you again experience any problems with our product we would appreciate the opportunity to conduct a thorough analysis. There are quality controls currently in place to detect this type of defect during the production process. Further action has not been determined necessary at this time. Complaints received for this device and reported condition will continue to be tracked and trended. Our quality team regularly reviews the collected data for identification of emerging trends.

Event description:
Did the event directly, or indirectly involve a patient or user? The item with a burr at end was used on a patient. The patient experienced discomfort, but no further treatment was reported.